Manufacturer narrative:
The autopulse platform was returned to zoll on 10/26/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the front enclosure and battery lock damaged. The physical damages noted during visual inspection are unrelated to the customer's complaint. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) message was observed between (B)(6) 2015 and (B)(6) 2015, thus confirming the customer's reported complaint that ua 45 occurred on 10/15/2015. However the reported ua 12 (lifeband not present) was not observed in the archive data. Functional evaluation of the returned platform was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 45 was observed upon power up. However ua 12 was not observed. The drive shaft was rotated back to "home" position which remedied the "ua45" error message. After repaired, ran the platform for 5 minutes without a problem. Upon further investigation it was noted that the load cell was not functioning properly, the platform failed load cell characterization test. The load cell was replaced to resolve the failure. It was observed that the drive shaft was difficult to rotate, replacing the clutch plate remedied the problem. Based on the investigation the parts identified for replacement are the front enclosure, battery lock, load cell, and the pdb which are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. In summary, the customer's reported complaint of the autopulse platform displaying a ua 45 code was confirmed through review of the archive and functional testing. Further inspection identified the cause to be the drive shaft to have difficulty rotating. The reported complaint of the autopulse displaying ua 12 was not confirmed. The physical damage found during inspection of the front enclosure and battery lock damaged was not related to the reported event. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) and ua 12 (lifeband not present) messages. No patient involvement was reported. No further information was provided.